Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter stated that a call service alarm had occurred during the prime step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a call service alarm was verified in the black box and history. No alarms occurred during the investigation. The pump was opened and removed from the case and no internal defects were found. Unrelated to the initial complaint, the display was observed to be faded and pink.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.